Manufacturer narrative:
Additional data: h6-health effect- impact code: "2199" should be removed and code "4627" should be added. H6- medical device code: "2993" should be added. B5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -14.5/+2.5/55 (sphere/cylinder/axis) into the left eye (os) on (B)(6) 2022 .the patient experienced a refractive surprise. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with a different model, shorter length lens and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo 13.2, -14.5/2.5/055 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).